Event description:
It was reported that the lead integrity alert was triggered and high impedance was measured. While changing out the lead the implanter noticed blood in the connector block and then had problems turning the setscrew. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. It was noted that a wrench was stuck in the setscrew and that the atrial grommet was damaged.